Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR (device history record) for the aer (sn (B)(4)) was reviewed and no issues were noted. The service and complaint history review for six months (from (B)(4) 2009 to (B)(4) 2010) found two other complaints for the e01 error code. While (B)(4) other product issues were opened for the same error code in the six month period, one of the complaints was actually for the same event. Trending analysis for the problem code "e01-reservoir tank" was completed for (B)(4) 2009 through (B)(4) 2010. The trend line lies below the calculated upper control limit. The fmea (failure mode effects analysis) for the aer associated to spills / leak failure modes have overall risk numbers (rpn) below the threshold of 100. The shuma (system hazard and user misuse analysis) was reviewed for cidex opa/disopa and the initial risk numbers for user repeated exposure hazards were all 4 or lower, which would be category I, or "broadly acceptable risk". The hhe (health hazard evaluation) was reviewed for user complaints of symptoms such as shortness of breath, coughing, dizziness, and hallucinations for cidex opa/disopa. The hazard index was found to be 3 or lower, indicating negligible risk. The hhe (health hazard evaluation) was reviewed for complaints of "headaches" for cidex opa/disopa. The hazard index was found to be 3 or lower, indicating negligible risk. The hhe (health hazard evaluation) was reviewed for e01 error causing overflow in the basin resulting in a disinfectant leak. The hazard index was found to be 4, indicating negligible risk. This medwatch report (number 2150060-2010-00049) covers the report of eye irritation (alert date (B)(4) 2010) as well as leaking. The related medwatch number 2150060-2010-00051 addresses the unit leaking. There was minimal reaction due to exposure to the disinfectant. One of the healthcare workers reported temporarily experiencing eye irritation. The symptoms subsided and no medical attention was sought. The service history shows no serious injuries due to leak issues in 2 years with the unit. Therefore, no evaluation of cidex opa exposure is required.

Manufacturer narrative:
(B) (4): eye irritation. The biomedical engineer replaced the skinner valve to resolve the issue. The valve was disposed. The unit is currently in normal operation.

Manufacturer narrative:
A trending statement was deleted from the investigation summary in error: trending analysis for the problem code ''e01-reservoir tank'' was completed for (B)(4) 2009 through (B)(4) 2010. The trend line lies below the calculated upper control limit.

Event description:
A customer reported that cidex opa and water overflowed on to the floor. The customer checked the reservior and it was overflowing. A healthcare worker (hcw) experienced temporary eye irritation due to the event. No medical attention was sought and the irrritation resolved.